Manufacturer narrative:
Result: missing motion interrupt pan and damaged pendant port board.

Event description:
It was reported by service report that the pendant port board was damaged, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.